Event description:
A device report from (B)(6) indicated a hospital in (B)(6) reported: during a procedure surgeon was reaming prior to inserting the prna ii blade and the surgeon felt the reamer brush the inside of the nail while advancing through it. Upon taking an image intesifier view, fragments of the tip of the reamer was observed in the femoral neck and the guide wire was observed to be in the correct place. Surgeon could not remove the fragments and they remain in the pt.

Manufacturer narrative:
The investigation could not be completed, no conclusion could be drawn, as the product is entering the complaint system.

Manufacturer narrative:
Device used for treatment and not diagnosis. Device is not distributed in the united states, but is similar to device marketed in the USA. The manufacturing records were reviewed and no complaint related issues were found.